Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v012815, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a ¿complete revision¿ on (B)(6) 2014 as ¿it wasn¿t working anymore¿ and the patient ¿thought the battery just got tired.¿ the patient noted that the problems first occurred probably three months prior to the revision surgery. It was noted that the battery had less than three months left, so a replacement was scheduled. It was noted that it was a ¿routine end of service replacement¿ and there were no other issues. It was noted that the patient had some old quad leads but she had good coverage. It was noted that the patient had some programming done about 3 or 4 weeks prior to the report but they had not done the adaptive stimulation portion of the programing yet, but were scheduling a day. It was later noted that the patient was seen on (B)(6) 2014 during which the sensors were activated and everything was good with it.